Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have been trying to read a patient's implant using the handset. The communicator refuses to read the patient's device regardless of all the troubleshooting methods they have tried such as reading from clinician app, reading from my therapy app, allow all apps in the phone, flight mode on and off , bluetooth mode on and off, restarting both communicator and the phone ( handset), switching both devices entirely off, trying out a brand new system. The same problem continues. They tried using n'vision and we managed to pick up the device with the n'vision. They tried going back again with the communicator and the handset and still to luck. Checked around with all my local colleagues. They are unable to assist cannot establish communication with the n'vision. They stated that they cannot establish communication with the n'vision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the most likely cause was due to blue tooth connectivity. The steps taken to resolve the issue included customer were seen on various occasions to try and reprogrammed the implant at her house. Saw customer on (B)(6) 2025 at another venue and made her sit before we attempted to locate the implant. The implant seems to be a bit deep and when sitting down it can be located easier and then the hand piece needs to be close to the communicator and implant and then it communicates normally. The issue was resolved.